Event description:
Complainant alleged that while attempting to treat a patient the shorting wire pulled away from the electrode. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the electrodes for evaluation and this complaint is still under investigation.